Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 300cc mentor memorygel breast implant and experienced right sided rupture confirmed by tomography post procedure. On (B)(6) 2018 mentor received additional information that the patient also had bilateral calcifications. This report relates to the left prosthesis. See 1645337-2019-09513 for contralateral prosthesis report. This prosthesis is an unknown mentor gel implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.